Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon was planning to implant the dynamic compression plate. During the procedure, the surgeon inserted the screw in the pretapped plate whole to compress the fracture and the screw then broke. The broken screw was left in position and the operation was completed. It was also reported that residue was left in the patient and there was a ten minute surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis investigation could not be completed and no conclusion could be drawn as no device was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.